Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 1 patient sample tested on a cobas 8000 cobas ise module. The initial na result was 158.7 mmol/l and the repeat result was 143.1 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na electrode lot number and expiration date were asked for but not provided. The customer stated that they received numerous ise errors. The field service engineer (fse) found an issue with the sample position when dispensing into the solution bottles. The fse adjusted the sample arm, moved the modules, and moved the probe position. The fse ran a precision check that was acceptable.